Event description:
It was reported to philips that the system's table moved without any command. The device was in clinical use at the time of reported event. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.